Event description:
It was reported that a vancomycin over infusion occurred on a pediatric patient. The vancomycin infused into the patient in 10 minutes and was ordered to infuse in 1 hour and 30 minutes. The patient experienced flushing; "red man syndrome", from the rapid vancomycin infusion and required a dose of benadryl. No further information is available at this time.

Manufacturer narrative:
Suspect changed from a device to a disposable so please disregard initial emdr. A new emdr 361972 has been created which reference the correct manufacturer report number 9616066-2020-0152.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a vancomycin over infusion occurred on a pediatric patient. The vancomycin infused into the patient in 10 minutes and was ordered to infuse in 1 hour and 30 minutes. The patient experienced flushing "red man syndrome" from the rapid vancomycin infusion and required a dose of benadryl. No further information is available at this time.